Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Dislodgement complaints are typically not related to a device malfunction. A conclusive cause of the dislodgement could not be determined from the limited information available. No allegations were made related to a device malfunction.

Event description:
Medtronic received information that transcatheter bioprosthetic heart valve was deployed into a bioprosthetic valve that had been implanted approximately eight years earlier. Following final deployment, this valve moved from its targeted location. Angiography revealed that the valve was located in the ascending aorta. A snare was advanced to hold the valve in place while another transcatheter valve was successfully deployed into the chronic device. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A separate report has been filed on the chronic bioprosthetic valve. (B)(4)